Manufacturer narrative:
The e601 module serial number was (B)(6). The qc was within range prior to the sample measurement. The visual check of the sample showed some hemolysis. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t gen 5 stat (tnt-g5st) assay on a cobas 6000 e601 module. Initial result: 8 ng/l. The physician questioned the initial result, and the sample was repeated. Repeat result: 179.5 ng/l. The repeat result was deemed to be correct.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The patient sample was centrifuged for 5 minutes at 4900 rpm. The investigation determined that the centrifugation time may be shorter than the recommended guidelines. The field service engineer (fse) found that the cause was due to an issue with the pressure sensor voltage and a misadjusted sample probe (component failure). He cleaned the sample probe flowpath and the sample probe. The fse then adjusted the automatic pressure sensor, confirmed that the pressure sensor was within specifications, and performed all sample probe adjustments. The fse did a performance check, and the instrument was performing within specifications. The service actions performed by the fse resolved the issue. No further issues were reported after the service visit.